Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The reported phenomenon was reproduced, however, no further cause could be presumed from the investigative findings. This event was deemed a preventable occurrence. The instructions for use (IFU) states the following: "do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during the reprocessing of the evis lucera ultrasonic bronchofibervideoscope, it was noted that the distal end was damaged. Reportedly, the balloon nipple had broken away from the distal end. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the ultrasound transducer tip was noted to be missing, confirming the user's report. It was also noted that the ultrasound image as well as the distal end adhesive had both failed. If additional information becomes available following the device evaluation, a supplemental report will be filed.